Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter city. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the magnet continues to fall out of lock mechanism causing failed drawer with failed to lock requires maintenance. Customer reported that drawer number six on the station was unable to stay closed. A field service engineer identified a faulty and missing magnet in the latch assembly and successfully replaced the component. After reassembling all parts, the customer tested the drawer and confirmed proper functionality through the user application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es magnet continues to fall out of lock mechanism causing drawer failure. The customer reported that there was a delay as the user managed to get medication from pharmacy and it occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es magnet continues to fall out of lock mechanism causing drawer failure. The customer reported that there was a delay as the user managed to get medication from pharmacy and it occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.